Event description:
It was reported that the unit was displaying a low o2 alarm. There was no patient involvement at the time of the event. No patient or user harm reported. The customer reported that the unit displayed a low o2 alarm. The customer verified that the issue occurred while in normal mode. The remote support engineer (rse) recommended performing the est and to also calibrate the external o2 sensor. If the unit does not recognize the external o2 sensor or failed the test, then the customer would need to replace the external o2 sensor. The customer performed extended self-test, and the unit passed successfully.